Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: not returned. Section h-3: device evaluated by manufacturer: yes. Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided photo was evaluated by a post market safety surveillance officer. The picture shows a pseudophakic eye implanted with a lens claimed to be a tecnis eyehance iol preloaded in a simplicity delivery system, model dib00. It can be observed a scratch/crack like mark with double triangular shape in the lens mid periphery. Due to the scratch/crack marks location, there is a low probability for them to have visual impact on patient¿s visual function; however, the definitive clinical impact as well as the issue root cause cannot be determined from a picture assessment. Since no product was received, no further evaluation was performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the intraocular lens was implanted and the surgeon noticed a scratch on the dib00 lens after implanting. The doctor left the iol in the patient¿s eye (no explant). The patient is 20/20 today, and there is no harm. According to the lead tech, she loaded the simplicity inserter correctly (hydrate with bss, advance, deploy). Additional information suggests that the patient's status is improving. No injury or medical intervention is required. The inserter is not available for return. No further information was provided.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens remained implanted. Section d6b: if explanted, give date: not applicable, as lens remained implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.